Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. The patient presented with back pain. In 2007, an angiogram revealed a distal type I endoleak, and a third gore tag thoracic endoprosthesis was implanted. It was reported that the distal type I endoleak was successfully repaired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2006, two gore tag thoracic endoprostheses were implanted (tg3715/lot#03612001 and tg3420/lot#03904913). On approx six months later, one gore tag thoracic endoprosthesis was implanted (tg3110/lot#04997048).